Event description:
Event description cpi received information that at implant, this bipolar lead was exhibiting no capture at 7 volts and impedance > 2500 ohms. It was found that the set screws were not tight on the device. The lead was re-inserted, the screws were tightening and all is fine.